Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :review of data logs confirmed the customer comment that the programmer application displayed a diagnostic message and the application had crashed. It was noted that no issues were found but two system errors were observed. It was confirmed that this was due to a known documented issue. This complaint was confirmed based on log files. Correction d10: concomitant prod. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with respiratory disease and was terminally ill. At the physicians request an attempt was made to interrogate the implantable cardioverter defibrillator (ICD) with the mobile programmer to turn device detections off. During interrogation an error was displayed on the programmer screen, interrogation was not possible due to a ventricular tachycardia (vt) ventricular fibrillation (vf) decode error. Two subsequent attempts to interrogate were made however were also unsuccessful. A care link express mobile report was provided which showed history of high counts of non-sustained ventricular tachycardia (vt-ns) and supraventricular tachycardia episodes. The following morning interrogation was reattempted but also failed due to the initial vt vf decode error. A magnet was then placed over the ICD to turn off tachyarrhythmia detection and therapy operations. It was reported that the patient died later that day due to respiratory disease. The physician stated that there was no causal relationship between the patient death and reported event.